Event description:
The customer reported that the insulin pump was malfunctioning. The customer was sweating and experienced high blood glucose of 316mg/dl; the customer treated with manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. Reviewed the bolus history and the bolus deliveries were inaccurate. The customer mentioned having high and low glucose level. When she takes a bolus for her high glucose level, according to the device her blood glucose dropped drastically to 30 to 40 within 10 minutes. She also mentioned that since she changed the last three infusion sets, the device alarmed no delivery every time she primed them. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. Further testing was not performed due to the unresponsive buttons. Unable to test for history anomaly. The device had a cracked battery tube threads.